Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.5x38mm xience prime stent delivery system was opened; however, it was noted that the shaft was broken. The device was not used. The procedure was successfully completed with another unspecified stent. There was no patient involvement and no clinically significant delay in the procedure.

Event description:
Subsequent to the initial report, additional information was received: it was reported that while inserting the 2.5x38mm xience prime stent delivery system, the shaft kinked and later separated into two pieces. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during insertion inadvertent mishandling resulted in the reported deformation due to compressive stress/kink and ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. H6: removed device code 1069 and patient code 2645.

Manufacturer narrative:
The device was returned for analysis. The reported material separation and the reported deformation due to compressive stress/kink were able to be confirmed. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during insertion inadvertent mishandling resulted in the reported/noted outer and inner member deformation due to compressive stress/kink(s), and ultimately resulted in the reported material separation. Interaction/manipulation of the device likely resulted in the noted stent strut damages (bent, stretched, flared). There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3 - it was reported that the device would not be returned for analysis; however, the device was received.h6 - method code: removed 4115h6 - results code: removed 3243